Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited chronic high lead impedance. The physician decided to replace the lead. During the procedure the lead could not be extracted. The lead was capped and replaced on (B)(6) 2018. The patient was stable prior, during and post procedure.